Manufacturer narrative:
This report is submitted on march 01, 2024.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.